Event description:
Device 3 of 3. Reference MFR report #s 1627487-2010-03272 and 1627487-2010-03273. The pt received his scs system on (B)(6) 2009, consisting of an ipg and two percutaneous leads. On (B)(6) 2010, it was reported that the patient's scs system had been removed two weeks prior due to ineffective therapy relief. The explanted ipg was returned to the manufacturer for analysis, but the explanted leads were not.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.